Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a steel 6 mm contact/detach infusion set and required assistance to perform a cartridge fill, cartridge change, and infusion set change; insulin delivery resumed and the user reported returning to range about two hours after the supply change. Symptoms included elevated blood glucose of 287 mg/dl. Outcomes included resolution of hyperglycemia after the supply change without need for medical intervention. Investigation included troubleshooting and user education on proper cartridge fill and infusion set replacement. Investigation of this case revealed that hyperglycemia was consistent with interrupted insulin delivery, potentially due to an empty cartridge and recent food intake, with no device performance issue identified after the full supply change and successful insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.